Event description:
Deployment of the excluder bifurcated endoprosthesis was completed and ballooned per IFU. An angio revealed a dye blush at the proximal neck of the device. Reballooning using a 33mm occlusion balloon was performed. The repeat angio showed much improvement. Consequently, the clinician was happy with the results and decided to monitor the patient. The patient was seen by the clinician 11 days later and indicated to gore on 7/17/2003 that the patient was doing well. A followup CT scan is planned.